Manufacturer narrative:
Pt information has not been available from the site. Device manufacture date not available at time of this report. RMA issued, but on hold from site as to if they want to reorder new probe. No impact on pt outcome reported.

Event description:
A medtronic rep reported that the surgeon bent a lumbar probe during an o-arm procedure. The doctor said that he was using the probe as intended (in a twisting motion) but the pt had very hard bone. After removing the probe, it has been bent into a corkscrew shape. There was no impact on the pt outcome.